Event description:
It was reported that the pt was hospitalized with severe pain in the stimulator pocket while the implantable neurostimulator was turned off and while stimulation was absent. The pt did not consider the pain to be electrical in nature. No information was available regarding patient outcome.